Manufacturer narrative:
This is one of three reports being submitted for this case. Please reference manufacturer report no. 2015691-2023-12846. The investigation is ongoing. H3 other text : the device remains implanted.

Event description:
As reported by a field clinical specialist, approximately 1 year and 9 months a 20mm sapien 3 ultra valve in the aortic position was failing ''for early valve failure'' with plans for intervention.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from medical record review. The following section of this report has been updated: b.5, b.7, g.3, g,6, and h.2. The following section of this report has been corrected: h.6 clinical code (corrected from 4580 to 4446). The investigation is ongoing.

Event description:
Per information provided from the valve clinic coordinator, there was no intervention, and the patient was discharged to palliative care.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: b4, g3, g6, h2, and h6. The complaint for ''post-implantation - svd - degeneration/deterioration'' was confirmed based on medical records. A review of DHR, lot history, and complaint history did not indicate that a manufacturing non-conformance contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''approximately 1 year and 9 months post tavr procedure with a 20mm sapien 3 ultra valve in the aortic position the valve was failing ''for early valve failure'' with plans for intervention''. In addition, per medical records, severe stenosis and 1+ regurgitation/aortic were noted. Valve degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity, it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the patient had hyperlipidemia (hld), chronic kidney disease (ckd) and diabetes mellitus type 2 (dmt2). Diabetes and ckd are known factors that may increase the risk of valve calcification leading to early valve degeneration. The presence of hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. As such, available information suggests that patient factors (hyperlipidemia, diabetes and ckd) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.